Manufacturer narrative:
It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing record for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Root cause could not be determined from the info provided by the customer. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows": date - (B)(6) 2014; inratio - 5.3; lab - 2.8. Testing performed an hour apart. Pt self tester's therapeutic range: 2.0-3.0.